Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns patient had high lead impedance readings with systems and normal mode diagnostics tests. The vns was disabled. No known trauma occurred, but the patient does have nocturnal seizures. Vns revision surgery is likely. Attempts for further information are in progress.